Manufacturer narrative:
Device has been received and its analysis is pending.

Event description:
It was reported that this pacemaker was used as temporary pacemaker and it was unable to be programmed into bipolar mod, with blood suspected to have entered its header. The pacemaker was removed. No adverse patient effects were reported. This device has been returned and is pending analysis.

Event description:
It was reported that this pacemaker was used as temporary pacemaker and it was unable to be programmed into bipolar mode, with blood suspected to have entered its header. The pacemaker was removed. No adverse patient effects were reported. This device has been returned and is pending analysis. The device has been analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. Microscopic visual inspection of the header revealed damage to the seal plug. Further inspection of the header found body fluid contamination in the lead barrels. Analysis concluded that the body fluid contamination entered into the header through the damaged seal plug.